Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was electively having her ipg replaced and was also not receiving adequate therapy. Preoperative, diagnostics indicated high impedance readings for the lead implanted at the l4 vertebral level. The patient's lead was explanted and replaced. Therapy was restored post-op.